Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope was clogged. The customer reported there was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that unidentified black rubbery material was clogging the nozzle that could not be removed. This occurrence was likely an accumulation during reprocessing of the scope. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the glue of the bending section cover was separated. It was also observed that the control unit scope cover was cracked. It was observed that the celling plate-plate in the control body unit is deformed. Lastly, it was observed that the angulations were out of specification plus the angle wires were stretched requiring an exchange of the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.